Event description:
The safestep needles are cracking or leaking where the needle meets the plastic tubing hub.

Manufacturer narrative:
The complaint of a leak confirmed and will be reported as mfg related. During functional testing a leak was observed emanating handle of the winged infusion set. The leak site has been identified at the juncture of the proximal end of the needle and the distal end of the extension tubing. A chr is not possible, as no mfg lot # info has been provided by the complainant.